Event description:
It was reported that a pt underwent laparoscopic supracervical hysterectomy on (B)(6) 2012. Three minutes into the procedure, the device stopped working. The procedure was completed with a like device. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-06549, 2210968-2012-06550, and 2210968-2012-06553. The same pt is represented in each medwatch.